Event description:
It was reported that during a shoulder procedure, using a firstpass suture passer, the needle got stuck outside of the track. The surgeon opted to complete the procedure using a competitive device. There was no significant delays or patient complications reported as a result of this event.